Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple blank screens. Customer also reported that the insulin pump had battery out limit alarm and the alarm was cleared. Customer stated that failed batter alarm and contacts were not missing or damaged as well as battery compartment and spring was not damaged or corroded. Troubleshooting was performed for decreased battery life. No harm requiring medical intervention was reported. The device will not be returned for analysis.